Manufacturer narrative:
The customer¿s stated issue of over infusion was not confirmed through a review of the device logs and the device was not returned for testing. Inspection: n/a, the pump module was not returned for investigation and therefore an internal and external inspection could not be performed during this investigation. Log analysis results: results from a review of the pcu error log shows no malfunctions on the reported event date. Review of the pcu event log shows that the pump module was programmed to infuse five (5) times on (B)(6) 2019. There were multiple air-in-line, flow stop open and one patient side occlusion alarm. The drug ID¿s in use at the time of the event could not be determined due to a change in the dataset. Functional testing was unable to be performed because the device was not returned for investigation. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. Root cause: the root cause of the customer¿s complaint was not definitively identified in this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 01/12/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the medication was flowing faster than normal. There was no patient harm. The customer stated no further information is available.

Event description:
It was reported that the medication was flowing faster than normal. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Added g4 aware date.

Event description:
It was reported that the medication was flowing faster than normal. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Update/correction: suspect (8100) device was not received, but DHR (8100) and pcu log review (8015) were only available for investigation. Additional information: g1, h6, h10 the customer¿s stated issue of over infusion was not confirmed through a review of the device logs and the device was not returned for testing. Log analysis results: results from a review of the pcu error log shows no malfunctions on the reported event date. Review of the pcu event log shows that the pump module was programmed to infuse five (5) times on 10dec2019. There were multiple air-in-line, flow stop open and one patient side occlusion alarm. The drug ID¿s in use at the time of the event could not be determined due to a change in the dataset. Root cause: the root cause of the customer¿s complaint was not definitively identified in this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 01/12/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. H3 other text : device histtory review (8100) and pcu log review (8015) were only available. No suspect device received.

Manufacturer narrative:
Updated b3 - td (B)(6) 2019.

Event description:
It was reported that the medication was flowing faster than normal. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the medication was flowing faster than normal. There was no patient harm. The customer stated no further information is available.